Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿motor ¿ gear train anomaly ¿ corrosion and/or wear and/or lubrication, stall due to shaft/bearing, and stall due to gear wheel 3¿.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a company representative. It was reported that there was no patient injury or death. Rotor and dye studies were performed. The results noted a motor stall. The pump was explanted on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date of the event was estimated per the report that the motor stall occurred in (B)(6) 2015.

Event description:
On 2016-03-15, additional information received from the medical assistant, via a company representative, reported that the patient was too medically unstable to have the replacement surgery, but it was not due to any issue with the pump. It was unknown if any diagnostics were performed related to the previously described medical instability. It was also unknown what the cause of the motor stall and medical instability was, but that pump was to be returned for analysis. The patient was placed on oral medications for pain relief. Subsequently, the patient had been cleared and was scheduled for replacement on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received fentanyl (3000mcg/ml, 770mcg/day) and clonidine (200mcg/ml, 51mcg/day) in an implantable pump non-malignant pain and other chronic/intractable pain (trunk/limbs). A motor stall was seen upon initial interrogation. The manufacturer representative was notified on 22-feb-2016 of a motor stall that occurred in (B)(6) 2015. The patient had a CT scan in an MRI facility, but denied getting an MRI. The patient not medically stable at this time to have a pump replacement. No symptoms were reported. No further information was provided. Additional information was requested from the manufacturer representative regarding event details, diagnostics performed, if the cause of the issue was determined, actions/interventions required, and it the issue resolved. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.